Event description:
It was reported that while in the operating theater the intra-aortic balloon (iab) was inserted (location not specified), and "around one hour after the intra-aortic balloon pump (iabp) therapy began, the pump alarmed and the pump stopped pumping. In addition, the display "became frozen." The pump was rebooted however, the pump did not work properly. As a result, the pump was exchanged. There were on reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.